Manufacturer narrative:
Correction: additional information found the h6 method code should have been 4114 rather than 4117.

Manufacturer narrative:
Correction: section h6 - device code should have been 1260 rather than 1291.

Event description:
Additional information indicates the patient had their leads explanted to address the high impedance issue. One of the leads was found to be fractured once it was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02422. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.